Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician relocated the pocket to a more comfortable location and replaced the ipg due to preference. There was nothing wrong with the ipg.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician relocated the pocket to a more comfortable location and replaced the ipg due to preference. There was nothing wrong with the ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.